Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further specified as the patient made a mistake. The patient was not hospitalized for the peritonitis event. On an unreported date the patient began treatment with injection fortum (1 gm per day, route not reported, discontinued on an unreported date) and injection vancomycin (500 mg, once in five days, route not reported, discontinued on an unreported date) for peritonitis. At the time of this report, the patient was recovered from the event. Dianeal therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.